Event description:
Manufacturer reference number: 2017865-2021-30234, manufacturer reference number: 2017865-2021-30236. It was reported that the patient developed an infection. The entire system including the pacemaker and leads was extracted. The patient was stable.